Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that oil from an echogram contacted the pump, the cartridge dislodged, and the cartridge and pump had oil or gel contamination; the user disconnected from the pump for several hours and later performed a full supply change and resumed insulin delivery without further issues. Symptoms included hyperglycemia, with a reported blood glucose of 268 mg/dl. Outcomes included troubleshooting and education completed with successful restoration of insulin delivery and no alarms reported. Investigation included customer service¿guided troubleshooting and supply replacement. Investigation of this case revealed that the hyperglycemia occurred while disconnected and that contamination led to a cartridge dislodgement, though the exact root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.